Event description:
It was reported to boston scientific corporation that a wallstent rx biliary was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the common bile duct. The patient anatomy was noted to be tortuous. During the procedure, the stent was advanced to the target site but was not able to be deployed. When the device was removed from the patient, it was found that the middle of the sheath was broken and the catheter was kinked. The procedure was completed with another wallstent rx biliary device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted onto the delivery system. The outer sheath was a slightly kinked proximal to the mounted stent. The inner lumen was exiting the guidewire exit port and was kinked. During analysis an attempt was made to retract the outer sheath and deploy the stent, which pushed the inner lumen further through guidewire exit port. The outer sheath was dissected proximal to the guidewire access sleeve, and the inner lumen and stent were withdrawn. No issues were noted in movement of the outer sheath after it had been dissected. No issues were noted with the profile of the deployed stent and the inner lumen was kinked where it had exited the guidewire exit port. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on device analysis which revealed that the sheath was not broken, rather that it was kinked and inner lumen was exiting the guidewire port, this event is no longer considered a MDR-reportable event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the common bile duct. The patient anatomy was noted to be tortuous. During the procedure, the stent was advanced to the target site but was not able to be deployed. When the device was removed from the patient, it was found that the middle of the sheath was broken and the catheter was kinked. The procedure was completed with another wallstent rx biliary device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event had been previously deemed an MDR-reportable event based on the reported information that the sheath was broken. However, the investigation results confirmed that the sheath was kinked and the inner lumen was exiting at the guidewire exit port. Therefore, this event is no longer considered MDR reportable.